Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 51 mm diameter abdominal aortic aneurysm. The aortic neck was 21, 21, 20, 22, 25, 27, 26, 26 mm in diameter from proximal to distal and it was 23 mm long. The patient had common iliac aneurysms. It was reported that the bifurcated stent graft was placed a little high, unintentionally covering the right renal artery 70-80%. Another manufacturer's 6 x 18 renal stent was successfully placed. The cause of the inaccurate delivery is unknown. There were no endoleaks after the procedure. No additional clinical sequelae were reported and the patient is fine. Review of returned images pre-implant show a long and mildly angulated proximal neck. There were no obvious anatomical issues that could explain why the device was implanted too high; covering the renal.

Manufacturer narrative:
(B)(4). Method: film. Results: inherent risk of procedure (arterial occlusion, inaccurate stent graft delivery); patient's condition affected effectiveness of device (angulated aortic neck); lack of information (unknown cause of inaccurate stent graft delivery). Conclusion: device failure/lack of effectiveness related to patient condition; lack of information (unknown cause of inaccurate stent graft delivery).

Event description:
(B)(4).